Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the combination t-wrench, 8mm is an instrument routinely used in the medium external fixator systems including the medium external fixator ¿ tibial shaft box frame. One combination t-wrench 8mm was returned with the complaint ¿the wrench broke into three pieces when tightening the clamp. The break happened outside of the patient.¿ upon receipt of this device it was seen that the part is in 4 separate pieces, and the combination handle fractured in half about the dowel pins at the t junction of the device. This complaint is confirmed. This complaint condition likely occurred as a result of excessive torque applied over many years of use. The drawings for this t-wrench were reviewed and the design was found to be adequate for the intended use of this device. This complaint is confirmed. The design of this device was found to be adequate for its intended use, and the risk assessment adequately covers the hazard associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, a wrench broke into three pieces while tightening a clamp. The break happened outside of the patient. An alternate wrench was available to successfully complete surgery, thus there was no delay. This is report 1 of 1 for complaint (B)(4).